Manufacturer narrative:
The lot complaint history was reviewed; this is the second complaint for the finish goods lot and second for this issue for this lot. The device history record shows the product was released per specifications. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria were met. The samples were returned and evaluated under pr 1438235. We could not match the sample with the correct qs investigation since the samples were from the same lot, therefore they were kept together and evaluated. Below is the quality summary for the evaluation performed under (B)(4). The returned samples were visually and functionally evaluated on a calibrated console. Inspection of the sample found no obvious defects that would have contributed to the reported event. The cassette was tested on a console, primed and tuned with the ultrasonic hand piece successfully and could achieve maximum vacuum. No system message was generated during functional testing. No fluid or air leaks, and no cracks were observed from the connectors. The irrigation and aspiration flow rates were measured and found to be within specifications. Fluid flowed from the bss bottle through the irrigation path continuously, no fluidic anomalies were observed. No occlusion or obstruction was identified during inspection and functional testing. The root cause of the customer's complaint could not be established as the returned cassette was evaluated and met specifications. After investigation of this complaint, it has been determined that this sample functioned per specifications; therefore, no corrective action is required at this time. After final assembly each cassette is verified that all required tests have been performed and all acceptance criteria were met. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during a cataract procedure, the irrigation and vacuum functions were lost and a error code was displayed. The product was replaced and the procedure was completed with no harm to the patient. This is one of two reports from this facility.